Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported indicating low battery damage from the insulin pump. The customer's blood glucose level was unknown. The customer stated the pump is over 4 years old and over the last 6 months the battery life has gone in half to 2 weeks from 4 weeks. The customer also stated scratches from the screen that made it difficult to read. No further troubleshooting was done because the battery damages may be the contributing factor to a required replacement. Customer was advised to discontinue use of the device and revert to a backup plan.